Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead dislodged, the physician was unable to advance lead due to sheath being removed. The ra lead was attempted / not used and replaced with a longer lead. No patient complications have been reported as a result of this event.